Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2019-12259; related manufacturer reference number: 1627487-2019-12260; related manufacturer reference number: 1627487-2019-14331; related manufacturer reference number: 1627487-2020-01776. It was reported during follow up the patient underwent additional surgical intervention to address the high impedance on 12 feb 2020. During the procedure, the patients leads were explanted and replaced resolving the issue. The two leads have been added as reportable devices.

Manufacturer narrative:
The reported high impedance and auto-reducing was not confirmed. The lead was returned cut and incomplete. Only a 20.5cm stimulation end segment was received. As received, it could not be fully analyzed. The segment was in good condition and passed continuity testing on all channels. No physical or functional anomaly that existed prior to explant that would contribute to the reported issue was observed. The root cause of the reported issue could not be determined.